Manufacturer narrative:
H6: investigation findings preferred term: incompatible lens size; investigation conclusions preferred term: incompatible lens size. Reviewing the manufacturing documents did not show any indications for a malfunction of the iol. As per documentation the product was produced in accordance with manufacturer's specification and no deviation has been detected. Based on our experience with similar cases that are already resolved, we can assume that the lens' size didn't fit with the sizing of the patient's eye. The phenomenon of post-op iol rotation happens mainly with highly myopic patients, who usually (but not necessarily) have a large capsular bag and long axial length and because the iol is kind of floating in the bag until the bag shrinkage stabilizes the lens' position. As soon as the capsular bag starts to shrink, the lens gets stabilized in the eye and can be re-rotated to the final position. The time can vary from patient to patient and surgeons usually perform re-rotation after about 2 weeks. If it´s done too early, the lens might be not stabilized yet and can rotate again. If the surgeon waits too long, the capsular shrinkage could make re-rotation more challenging and riskier. This kind of incident is not caused by the product or iol design. Rotation of the iol is probably caused by the size or shape of the patient's capsular bag, surgery technique or left ovd behind the iol. Rotation can also occur with any other iol types, e.g. C-loop shaped haptics, for these large bags.

Event description:
The surgeon stated that the lens was malrotated in the eye and had to be cut out and couldn't be saved. He then implanted a backup lens ((B)(6)).